Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, wear abrasion, crease fold, yellow particles inside of the device, crack opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification and found opening crack on diaphragm valve. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening, a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.".